Event description:
A consumer reported that three years following intraocular lens (iol) implant surgery, he is experiencing impaired vision and sees halos while driving. The surgeon reported that the patient was being treated for dry eyes with punctal plugs and medication. Posterior capsule opacification (pco) was noted in 2007. A yag laser procedure was performed in 2008. Limbal relaxing incision (lri) procedure was performed about one month later. In a follow-up, the surgeon reported the outcome of the event as "good" with an excellent prognosis since dry eye treatment was reinstituted. The surgeon does not feel the device caused or contributed to the event. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/05/2008, 11/06/2008, 11/13/2008 and 11/20/2008 by phone, fax and mail. A completed questionnaire was received on 11/26/2008.